Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked insulin. In addition, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the needle to resolve the issue. The customer experienced an elevated blood glucose (bg) level of 500 mg/dl with high ketones. Customer delivered a correction with a manual injection to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.